Manufacturer narrative:
An inoperable implant was reported to abbott. It is unknown if the system was set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. A company representative interrogated the system and was able to establish communication. The implant was not returned for analysis. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
It was reported that the patient could not communicate with the ipg. It was noted the patient had an unrelated procedure, it is unknown if the ipg was placed into surgery mode. A company representative interrogated the system and was able to establish communication.